Event description:
It was reported that prior to a sigmoidectomy, the white protective pad on the inactive blade came away from metal part of the blade after considerable dissection had already been performed. No pt consequences were reported.

Manufacturer narrative:
Date sent: 9/28/2007. Info anticipated, but unavailable at this time.